Event description:
During maxilo-facial surgery, an anspach drill bit broke off and went onto the patient's dura. The piece was easily removed and there was no delay in the surgery and no harm to the patient.